Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sacropexi am da vinci robotic assisted repair of the vaginal top on (B)(6) 2020 and the mesh was implanted. It was reported that the patient came to a routine check up after the procedure. It was reported that the patient experienced mesh exposure at the vaginal top 0.5 x 0.5 cm. It was reported that the patient did not have problems (inconvenience) due to the small mesh exposure. It was also reported that the patient has large cell b-cell lymphoma and has been in chemotherapy. It was also reported that the doctor sees the patient after 1.5 years after the primary operation date. It was reported that the mesh exposure has not grown, and the patient has no problems (genes). It was reported that the patient was treated with local estrogen until further notice. Additional information was requested.